Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump had intermittent power. The reporter confirmed that there is no damage to the battery cap or battery compartment. There is no known moisture to the pump and the battery cap is on per instructions for use. The reporter confirmed that the yellow o-ring is not visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows rebooting had occurred. There was no damage found to the battery cap or the battery compartment. The battery cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. No defects were found to the power flex, battery connections, and internal components. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was lifting. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.